Manufacturer narrative:
Date of event - estimated as the article was published in 2022. Implant date- estimated as the article was published in 2022. Literature citation: della rocca dg, gianni c, magnocavallo m, mohanty s, al-ahmad a, tschopp dr, burkhardt jd, di biase l, horton rp, natale a. 3-dimensional intracardiac echocardiography-guided percutaneous closure of a residual leak via radiofrequency applications after laao. Jacc clin electrophysiol. 2022 dec;8(12):1609-1612. Doi: 10.1016/j.jacep.2022.09.019. Epub 2022 nov 30. Pmid: 36543517.

Event description:
It was reported via literature that a closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. Three dimensional intracardiac echocardiography (ice) with color doppler confirmed a 4mm leak involving the inferior laa quadrant. The leak was closed with radiofrequency applications. No further patient complications were reported.